Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the blurry occurred due to a faulty ccd (charge-coupled device) which was likely broken because water entered from the connector. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely the flickering image occurred due to a faulty cable which likely deteriorated because water entered from the connector. However, a definitive root cause could not be determined. As to connector damage, the reported phenomena might be prevented by following the contents described in the then instruction manual below: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a poor/blurry image due to a bad charged coupled device, a flickering image due to a bad cable, the lens had a damage coupler/missing pin in the coupler, and the device failed the water leak test from connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had an image problem/poor image. The issue was found during preparation for use. There were no reports of patient harm.